Manufacturer narrative:
Should additional information be provided, this report will be updated.

Event description:
It was reported that the right ventricular (rv) lead dislodged. An alert was received via latitude (monitoring system), showing intrinsic amplitude (out of range), and high threshold values. Additionally, the presenting egm showed ventricular pacing with no capture, and a decrease in the sensing values. The device was reprogrammed, and the patient will be seen in clinic for further investigation. No adverse patient effects were reported.